Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 and discovered the source of the leak to be the waste chamber (vc26) was overflowing. The vc26 is the waste chamber that collects waste from the flow cell. The ports of the waste chamber were clogged. The fse cleared the ports and no further evidence of leaking was found. Repair was verified as per established procedures prior to returning it into service. Instrument results meet published performance specifications. The root cause for the leak is attributed to the clogged ports of waste chamber (vc26) causing the waste chamber to overflow. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a leak of clear fluid coming from underneath the coulter lh 750 analyzer. The laboratory technicians were wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed, sprayed or injured. There was no impact to sample results as a result of this event. There was no death, injury or change to patient treatment attributed or associated to this complaint.